Event description:
Additional information was received from the rep. It was reported that the rep spoke with the clinic regarding this patient. The patient was implanted in another country and the clinic and hospital were determining what action they could take in order to diagnose the problem with this system. The physician indicated that this was an off-label use of the device and he was not sure how he would proceed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 977c165; serial# : (B)(4); product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that he had experienced a loss of therapy, he could not turn his stimulation up, and that ¿it said it had exceeded its limit.¿ impedance testing was performed and found that all electrodes were marked as ¿avoid¿ with impedances ranging from 13500 ohms to 40000 ohms, except for electrode 7 ¿ which was marked as ¿do not use¿ with an impedance of 40000 ohms. While visiting the clinic, the patient was told that his device was ¿not good¿ and ¿could not be increased.¿ x-ray imaging was reviewed by a rep and there were no issues identified. The patient did note however that they were told by a healthcare professional (hcp) at the clinic that ¿it could be a wire issue.¿ the patient was awaiting a plan of action as of (B)(6) 2020; the issue remained unresolved at that time. There were no surgical interventions planned or performed and the patient was alive with no injury as of (B)(6) 2020. There were no complications reported, or anticipated.